Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken, and the recharger was not charging and was dead. The patient stated that the desktop charger pin was broken so it would not plug into the recharger correctly and the recharger connector was damaged. It was reported that the ins died because it could not be charged. Patient was issued a new desktop charger and recharger. Additional information received stated that the replacement devices resolved the depleted ins. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for radiculopathies.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of a broken connector pins (B)(4) apply to the recharger. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.